Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The approximate size of air bubbles was pretty good size. The customer¿s blood glucose was unknown at the time of the incident. There was no leaks at the p-cap connection. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. The customer was advice to allow insulin to reach room temp before attempting to fill reservoir. The customer was advice to change reservoir and sending replacement. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no occluded and no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also performed manual test and found plunger easy to release from stopper-plunger.